Manufacturer narrative:
Hillrom has contacted the account three times asking if they are able to locate the bed with this alleged issue. The account is unable to locate the bed and is no longer looking for it and is still in use. Based on this information, no further action is required. The totalcare bed scale is designed to allow the user to weigh the patient in pounds (lb) or kilograms (kg) measurement. Weight-based dosing is a common method used to determine appropriate medication dosage for a patient. Obtaining an accurate patient weight is imperative when using the measurement to calculate a safe and therapeutic medication dosage for a patient. It is noted that the proper function of the bed could not be inspected by a hillrom technician due to the bed being unlocatable and/or in use. This report of the bed¿s scale was broken did not result in patient injury or deterioration in the state of health. However, if the reported event were to reoccur it could result in a serious injury for reasons noted above, and is therefore reportable. Per the hillrom user manual: zeroing the scale: the bed must be zeroed before the patient is put on the bed. Be sure to put all linens, pillows, and equipment on the bed before zeroing. To activate press the enable control. Press and hold the zero control until 00.0 is shown (hold will be displayed until 00.0 is displayed), and then release the control. Note: after releasing the zero control, the scale display will show calc. Do not touch the bed until the display stops flashing calc and shows 0.0. The maximum displayed weight of 500 lb (227 kg) will be reduced if more than 20 lb (9 kg) of equipment is zeroed on the bed. If 50 lb (22.7 kg) is on the bed when zeroed, the maximum displayed weight will be 450 lb (204.1 kg). The scale display will blink the bed weight when the maximum weight is exceeded. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician contacted the account three times asking if they are able to locate the bed with this alleged issue. The account is unable to locate the bed and is no longer looking for it and still in use. Based on this information, no further action is required.

Event description:
Hillrom received a report through a medwatch stating that the covid-19 patient on continuous infusions. On admission, patient weight documented to be (B)(6) kg. 10 days later, this writer was processing pharmacy orders and noticed while drip orders that current weight listed as (B)(6) kg which does not correspond with the know size of the patient. Pharmacist asked rn re: discrepancy and was informed that weight has not be correctly registered for several days due to broken bed scale and inability to transfer patient to working bed to fragile oxygen status (covid). Propofol that was previously ordered was running at appropriate (B)(6) kg dosing in IV pump. Patient on other weight-based drugs cisatracurium, which require proper attention to selecting correct dosing weight for programming for which we are currently alerting each other via sign out alert but creates a work around situation for maintaining safe dose calculation for continued treatments, gfr calculations. The bed was not located at the account. There was no patient/user injury reported, but risk of recurrence. This report was filed in our complaint handling system as complaint #(B)(4).